Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional fox sv referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the distal popliteal artery with heavy calcification. The 2 x 60 x 150 fox sv balloon was advanced and inflated to 4 atmospheres (atm); however, the balloon did not appear to inflate. The balloon was removed without issue and it was observed that there was blood in the balloon. The physician believes that a balloon rupture occurred. The 3 x 20 x 15 fox sv balloon was advanced and inflated to 8 atm; however, the balloon did not appear to inflate and was removed without issue. After removal, blood was noted in this balloon, also. A new fox sv balloon was used successfully. It was noted that the balloons were prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.